Event description:
The stent did not come out of balloon. The stent migrated to right iliac and needed to be treated. A new stent was used to finish the procedure. There was no report of pt injury.

Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval is not yet complete. Add'l info will be submitted within 30 days upon receipt.